Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as a lot number was not provided . Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers) device not returned.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two patients. This is the second of two reports. Refer to MDR # 8030647-2015-00255 for the first report. It was reported that the thumb valve leaked on the closed suction catheter. The recommended fix for the device did not work. The catheter was switched out for a different catheter with no further issues. There was a second sample to be returned, with an occurrence where the thumb valve leak. There was no report of an adverse event.